Event description:
It was reported to philips that the main system console was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Review of the log file shows main system console not booting and hospital mains power. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found that the ups was not working. To resolve the issue, the ups vendor repaired the ups. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.